Manufacturer narrative:
The beckman coulter customer technical specialist assisted the customer with troubleshooting by replacing multiple components (roller pump tubing, sample pot, sample pot tubing, electrodes). The field service engineer (fse) also replaced a worn reagent syringe and performed multiple service tasks to resolve the issue. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer's au480 clinical chemistry analyzer generated false low sodium (na) and false high chloride (cl)) results. There was no impact to patient treatment. The results were not reported outside of the lab. Controls were run before and after this event and the results were within the lab's established ranges.